Manufacturer narrative:
Concomitant product: product ID 3531, serial # (B)(4), product type external neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
A company representative (rep) reported there was an out of regulation message (oor) with settings were not available. On sunday, the patient was no longer receiving stimulation, rep assisted with switching sides and patient still was unable to feel any sensation. Rep met with patient on the day of this call, he removed 2 prong cables and installed a 3 prongs with ground pad to see if any of the leads are functioning. He noted the left lead was completed out of patient's body (believed to occur on sunday). It was indicated that the right lead when connected with cable and ground pad did not make connection either. Two weeks later, the rep further provided that cause of oor, lack of stimulation were unknown. However, the left lead had migrated out of the skin. The cable was replaced however the patient never felt stimulation. When right lead was removed by the rn (register nurse), it was noted that the lead had nearly migrated out of the skin as well. Please see manufacturer report #3007566237-2015-04091 for information on the patient's concomitant system.